Manufacturer narrative:
Concomitant product(s): sedr01 ipg, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a lead warning following a device exchange procedure. Low impedance and high thresholds were noted after the changeout procedure. After about three months, it appeared the thresholds and impedance measurements stabilized. No intervention was taken on the lead and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.